Manufacturer narrative:
The returned device was evaluated and a tear was identified on the exposed portion of the soft cannula. When testing the fluid path, insulin diverted through the tear. Although damage was present, the timing and cause are unknown. Data was unable to be retrieved from the device, so the presence of an occlusion alarm could not be determined. The bottom and middle batteries were found to have low voltages. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 350 mg/dl, while wearing the pod between 36 and 48 hours on the arm. A correction was administered but the bg levels did not decrease. The patient heard an occlusion alarm after 48 hours. A new pod was applied to treat the hyperglycemia.